Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by the end-user at the time complaint was filed: date: (B)(6)2010, inratio: 1.6 inr, reference: 2.7 inr, mean: 2.15, confidence limits: 1.4-3.1. Date: (B)(6)2010, inratio: 2.6 inr, reference: 3.7 inr, mean: 3.15, confidence limits: 1.9-4.6. All tests are performed within 15 minute lapse between two readings. Patient has cancer. Patient's current health status may affect test results and may cause unexpected or inaccurate results. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued.